Manufacturer narrative:
(B)(4). Visual exam of the returned device confirmed the spikes fractured off the device; gouges on the distal end of the handle were noted along with heavy scratches and marks on the locking knob. Device has signs of general wear from use. Device history record review was performed with no issues noted. The device is used for treatment. A product history search did not reveal any other complaints against the related part and lot combination. At the time of failure, the adjustable im guide had a potential field age of over eight years. It is unknown how many times this device has been used during that period. The most likely cause of failure is normal wear and tear. Based on device history records and a review of the returned device, we can conclude the damage was attributed to normal wear and tear from use in the field and that the device has exceeded its useful life. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It was reported that two spikes were discovered missing on the mini adjustable long im guide.